Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Decreased/impaired vision and corneal damage are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Each reported issue is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
The following was reported through a review of a case report titled ¿ectopic thyroid tissue in the iris¿. Reportedly, a patient with a complicated history of cataract plus trabecular microbypass stent procedure presented for the first time in mid-2017 with corneal endothelial decompensation. The slit lamp microscopy showed endothelial decompensation, pseudophakia, anterior synechiae and a whitish iris tumor adhering to the endothelium which existed since patient¿s childhood. A keratoplasty combined with an en bloc resection of the iris tumor at 9 o¿clock and sector iridectomy were performed to address reduced visual acuity of hand movement perception and an elevated intraocular pressure. Histological and immunobiological examination of the iris tumor unexpectedly revealed thyroid tissue. After specified medical intervention, the patient had an increase in visual acuity while the graft stayed clear, and the eye showed no evidence of tumor recurrence or other complications. The reported noted that the endothelial decompensation and visual deterioration might have been caused by cataract surgery and stent implantation, complicated by the extensive tumor in the anterior chamber (ac) with anterior synechiae. As a limitation, increased intraocular pressure may have also contributed to corneal decompensation and visual deterioration, and these cannot be attributed directly and exclusively to ectopic thyroid tissue. Any omitted information was not available at the time to this report. Additional information is being requested.